Event description:
It was reported that the device was not powered on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: UDI updated - (B)(4). H6: health effects and evaluation codes updated device evaluation: one device was received. A visual inspection found that the screw and cover was missing for the battery holder assembly, the manometer was out of spec, housing was damaged around the battery compartment, the tidal volume knob was not aligned. During the functional testing, it was found that the electronic functions were intermittently working. The cause of the issue was found to be the damaged battery holder assembly. The battery holder assembly was replaced as well as the manometer, faulty oscillator block, flow block, demand valve, damaged variable relief valve, MRI battery, sintered filter, and o rings. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
Additional information received via email. No patient involvement. No patient harm/injury.